Event description:
It was reported to boston scientific corporation in 2008 that a speedband superview super 7 was used during an esophageal banding procedure performed the same day (male patient; age and weight are unknown). During the procedure, the band was deployed, but it broke in half. The physician completed the procedure another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
No consequences or impact to the patient. Device breakage. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device not returned to manufacturer.